Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, user reported persistent hyperglycemia while using dexcom g7 and a 23 mm, 6 mm infusion set. Fingerstick confirmed blood glucose (bg) 446 mg/dl, elevated for five hours. User had recently completed a factory reset with their endocrinologist earlier that day and reported that the ilet would not wake when pressing the wake button. No leakage was noted around the ilet or infusion set, and supplies had already been changed. Hyperglycemia was managed using backup therapy. Lowest blood glucose (bg) recorded was 446 mg/dl. Bg was corrected with juice. There were no symptoms reported during the event. No prolonged out-of-range period, outside assistance, or medical intervention was required at the time of call.